Event description:
It was reported that the implantable pulse generator (ipg) experienced a full electrical reset and, since that time, the patient complained of shortness of breath. It was further reported that following the first reset, the device has since experienced a reset once again. The resets were cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Power on reset (por) occurred on (B)(6) 2015 and (B)(6) 2015. (B)(4).